Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
White 2021, endoscopic management of barrett¿s dysplasia and early neoplasia: efficacy, safety and long-term outcomes in a UK tertiary centre. The borders of lesions were marked by electrocautery snare. Resection was achieved by two methods. The first method using the mbm technique (duette; cook endoscopy, limerick, ireland/captivator device (boston scientific ltd): a pseudo polyp is created by suction then resected after deployment of a rubber band. This is then resected with a hot snare. This process is repeated until the lesion is completely resected. The overall early major emr complication rate was 2.5%, which included bleeding that required endoscopic intervention, and/or blood transfusion and hospitalisation. Patients required endoscopic intervention and/or blood transfusions. Patient info: mean age 67 years, male:female ratio 183:38.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the duette multi-band mucosectomy device of rpn lot number unknown involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This pr is related to (B)(4), (B)(4) (report reference number 3001845648-2022-00117), (B)(4) and (B)(4) (report reference number 3001845648-2022-00118). Lab evaluation: n/a. Document review : as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However prior to distribution duette multi-band mucosectomy devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that the instructions for use (ifu0026) states the following: potential complications: "potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, esophageal perforation, stricture formation, obstruction, haemorrhage". There is no evidence to suggest that the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the emr procedure. As per the instructions for use of which accompany the device, haemorrhage is a known potential adverse effect of the device when used during emr procedure. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient had bleeding that required endoscopic intervention, and/or blood transfusion and hospitalisation. Complaints of this nature will continue to be monitored for potential emerging trends.